Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4:510k unknown due to specific device not being reported. The cause of the suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Based on review of all available information including length of implantation, there is no evidence to suggest that the reported event is related to any design, manufacturing, or reasonably foreseeable misuse of the device; therefore, review of the DHR and sterilization record was not conducted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 3 years and 1 month's post initial left total shoulder arthroplasty (tsa), the patient underwent revision due to fungal infection at which time everything was removed and disposed of. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: a10012 - gps implant kit v2 (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6); 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6); 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6); 531-78-20 - shouldr gps hex pins kit (B)(6); 531-20-00 - shldr gps rvrs drill kit (B)(6); 531-78-20 - shouldr gps hex pins kit (B)(6); 320-15-05 - eq rev locking screw (B)(6); 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6); 320-20-00 - eq reverse torque defining screw kit (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6); 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6).